Event description:
It was reported that the user dropped the pump, resulting in a fractured insulin cartridge that left glass and the rubber stopper lodged in the pump¿s reservoir, which prevented insulin delivery and led to sustained high glucose readings (exact value was not provided); the pump otherwise functioned and the user completed chamber clearing, cleaning, and a full supply change with an inset placed in the thigh and a dexcom g7 continuous glucose monitor (cgm) in use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fractured component affecting the reservoir. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.